Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 91. Tech support left a voicemail stating this was indicative of a failed heating element and that the heater should be replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to heater element's failure. N/a. Tech support left a voicemail stating this was indicative of a failed heating element and that the heater should be replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 91. Tech support left a voicemail stating this was indicative of a failed heating element and that the heater should be replaced.